Event description:
It was reported that the holster was being returned due to the rotation knob was broken. It is unk if this occurred during the breast biopsy. No further info available. No reported pt consequence.

Manufacturer narrative:
Date sent: 02/27/2008. Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the inquiry info received visual and functional examination, the unit was found to require a mechanical upgrade. Also, the following were replaced damaged upper case, translational and rotational cable, and fastening material. After servicing the unit passed all qa functional testing. The device history record has been reviewed via the database, the unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.